Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission episodes of auto-mode switch was observed. Review of strips showed far field r-wave oversensing. Patient was asymptomatic. Programming changes were made. Patient will be monitored with routine follow-up.